Manufacturer narrative:
1627487-07262012-002-r,1627487-05242011-002-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient did not charge their ipg as recommended. As a result, patient¿s ipg became inoperable and patient underwent a surgical intervention surgery to replace their ipg with a different model on (B)(6) 2017.

Event description:
Additional follow up revealed that patient last charged their ipg over a year ago and as a result did not have therapy over a year prior to explant.